Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracic surgery (vats) lobectomy, while transecting the pulmonary vein, the surgeon was not able to press the green button and was not able to squeeze the handle. The handle and reload were replaced to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.